Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined .

Event description:
During a follow-up appointment, far-field oversensing on the atrial channel which led to inappropriate automatic mode switching was noted. The device was reprogrammed. Additional information was requested but not received.